Event description:
Alarm came from ups and monitor shutdown automatically. It has been reported to philips that the alarm came from ups and monitor shutdown automatically. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system clinical usage is unknown when the issue occurred. Philips remote service engineer (rse) inspected the system remotely and confirmed issue in ups. Rse released onsite work order for further diagnosis. Fse diagnosed and found that ups batteries are drained due to that no backup available. Ups batteries are not covered in the cmc contract hence customer have to arrange the battery. The reported problem was resolved from the customer end by replacing ups batteries. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was determined that the reported event occurred when the system was not in clinical use. When not in clinical use, this issue is not likely to cause of contribute to a serious injury or death if it were to recur. The codes were updated based on the investigation outcome.